Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿pump stop due to a loss of power to the controller¿ was confirmed via the submitted log file. At day 313 hour 9 minute 59, the speed value was adjusted to 8,400 rpm. It was noted the system controller was connected to the power module via a 14v power module patient cable at the time. The following event captured the time/counter reset to day 0 hour 0 minute 0 indicating a total loss of power to the system controller, which would have resulted in a pump stop with an epc system controller. It was noted the system controller does not record data during loss of power. Sometime after, 14v batteries/clips were connected to the power cables. The system recovered to the speed value of 9,000 rpm for the next 30 minutes. Additional information communicated on 16may2022 indicated the serial number of the power module is ppm-20577. Further information indicated the device operated as expected and no products will be returning for an evaluation. Additional information communicated on 20jun2022 indicated the cause of the external power loss was disconnection of the power module from the outlet. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the power module associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Power module (serial (B)(6)) was shipped to the customer on 01may2015. Power module IFU rev. B (section 5) covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. Patient handbook, rev. D, operating manual, rev. F, instructions for use rev. D covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. This includes low flow (red heart) alarms,¿ pump flow is less than 2.5 lpm, pump has stopped, perc lead is disconnected, or pump is not working properly. Important warnings relating to pump stops are described in patient handbook, rev. D, operating manual rev. F, and instructions for use rev. D. Hmii IFU (rev c), hm3 IFU (rev c), has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: the loss of power was due to disconnecting from power module.

Event description:
It was reported that the patient had a code on (B)(6) 2022 and was then stable in the intensive care unit. The log files showed low voltages frequently when connected to the power module. There was a pump stop due to a loss of power on the controller. This caused a controller clock reset. Related manufacturer reference report: 2916596-2022-11038.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a ¿pump stop due to a loss of power to the controller¿ was confirmed the submitted log file. At day 313 hour 9 minute 59, the speed value was adjusted to 8,400 rpm. It was noted the system controller was connected to the power module via a 14v power module patient cable at the time. The following event captured the time/counter reset to day 0 hour 0 minute 0 indicating a total loss of power to the system controller, which would have resulted in a pump stop with an epc type system controller. It was noted the system controller does not record data during the loss of power. Sometime after, the 14v batteries/clips were connected to the power cables. The system recovered to the speed value of 9,000 rpm for the next 30 minutes. A root cause of the total loss of power could not be determined during the evaluation. Additional information communicated on 16may2022 indicated the serial number of the power module is (B)(6). The information indicated no products are returning for an evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the power module associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if additional pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Power module serial (B)(6) was shipped to the customer on (B)(6) 2015. Power module IFU rev. B (section 5) covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. Patient handbook rev. D (p.18 ¿ p.22), operating manual 103884 rev. F (section 8), instructions for use rev. D (section 12.4) covers all alarms (visual and audible) on the system controller and what action should be performed when they do occur. This includes low flow (red heart) alarms,¿ pump flow is less than 2.5 lpm, pump has stopped, perc lead is disconnected, or pump is not working properly. Important warnings relating to pump stops are described in patient handbook rev. D (p.1 - p.6, p.28 ¿ p.31), operating manual 103884 rev. F (section 4), and instructions for use rev. D (section 4). Hmii IFU (rev c), hm3 IFU (rev c), has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.